Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Subsequently, the pump battery could not be charged. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.